Manufacturer narrative:
Inspection of the device found no damages or manufacturing deficiencies that would cause an infection at the infusion site. The cause of the reported infection could not be determined. Investigation of the download data from the returned pod found that the pod generated a 0x22 hazard alarm. Investigation of the pod found no damages or manufacturing deficiencies that would result in a hazard alarm. The exact cause of the hazard alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135¿ and eo residual levels in compliance with iso10993. Each lot ¿is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
The patient reported that on day 2 of pod wear they noticed pain and swelling on the arm near the site of the pod insertion. The patient stated they sought medical attention due to the pain, itching, and discharge on her arm. At the doctors office the infection was treated by draining the site. The patient had blood glucose levels of 304 mg/dl. After the procedure the patient was prescribed sulfamethoxazole and was directed to take 1 tablet twice a day.